Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported while using the catheter, the handle leaked. There were no consequences to the patient.